Event description:
Legal claim states that pt underwent primary hip procedure on (B)(6), 2008. Revision surgery was performed on (B)(6), 2011 due to the basis of test conducted at the (B)(6). No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unk. This is 2 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00123 and 3002806535-2011-00125. This report filed (B)(6), 2011.